Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -visual inspection, it was noted that the handle of the c15161-01 biceps fibertak drill guide was malformed inside the slot surrounding the 1.9 mm drill, which is stuck in place. Additionally, some suture fragments were observed within the slot. -functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error with the device due to prolonged drilling, misaligned insertion, prying/leveraging the device, and/or excessive force used during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/02/2025, a sales representative reported via phone that (2) ar-3670 fibertak® biceps implant systems heated and melted/lengthened the device. This occurred during a distal biceps procedure, the blue drill guides, metal end fused with the drill bit, the second device's cannulation of the drill guide heated up and lengthened. The case was completed using one of the devices, and the anchor was put in. The case was delayed about 25 minutes. It is unknown if additional anesthesia was administered. There was no harm to the patient.